Event description:
Boston scientific received information that during a routine follow-up, it was observed that this right ventricular (rv) lead exhibited high out-of-range pacing impedances. A single episode of noise was stored as a non-sustained ventricular tachycardia (nsvt). Provocative tests were negative, and no noise could be reproduced. Sensing and threshold measurements were good, and another follow up has been scheduled for the future. The patient was fine and is not pacemaker dependent. No adverse patient effects were reported. A save-to-disk was sent to technical services (ts) for review. The disk showed fluctuations in the impedance measurements between 150-200 ohms, with a general increase over time to high out-of-range impedances measurements since 2011. Shock impedance measurements have fluctuated on a daily basis but have been within range. The impedances fluctuations for both the pacing and shock channels occurred at the same time. A patter of noise was seen but did not result in inappropriate therapy and there was no inhibition of pacing. It was also noted that signals from this lead were picked up by the right atrial (ra) lead (model 4480). Fluctuations in impedance measurements were also noted on the ra lead, but they did not occur concurrently with fluctuations in impedance measurements on the rv lead. A follow-up was performed and only one episode similar to the previous had been registered. All electrical measurements were stable, and the patient was fine. The physician decided to perform the net follow up in six months. New information received indicates that during a routine device replacement procedure this rv lead exhibited shock impedance values greater than 200 ohms whenever the proximal coil was measured. This was observed via the pacing system analyzer (psa) as well. The proximal coil is assumed to be damaged. The rv lead remains implanted and in service however the shocking configuration is programmed distal coil-to-can which omits the proximal electrode in therapy delivery.

Event description:
Boston scientific received information that during a routine follow-up, it was observed that this right ventricular (rv) lead exhibited high out-of-range pacing impedances. A single episode of noise was stored as a non-sustained ventricular tachycardia (nsvt). Provocative tests were negative, and no noise could be reproduced. Sensing and threshold measurements were good, and another follow up has been scheduled for the future. The patient was fine and is not pacemaker dependent. No adverse patient effects were reported. A save-to-disk was sent to technical services (ts) for review. The disk showed fluctuations in the impedance measurements between 150-200 ohms, with a general increase over time to high out-of-range impedances measurements since 2011. Shock impedance measurements have fluctuated on a daily basis but have been within range. The impedances fluctuations for both the pacing and shock channels occurred at the same time. A patter of noise was seen but did not result in inappropriate therapy and there was no inhibition of pacing. It was also noted that signals from this lead were picked up by the right atrial (ra) lead (model 4480). Fluctuations in impedance measurements were also noted on the ra lead, but they did not occur concurrently with fluctuations in impedance measurements on the rv lead. A follow-up was performed and only one episode similar to the previous had been registered. All electrical measurements were stable, and the patient was fine. The physician decided to perform the net follow up in six months. New information received indicates that during a routine device replacement procedure this rv lead exhibited shock impedance values greater than 200 ohms whenever the proximal coil was measured. This was observed via the pacing system analyzer (psa) as well. The proximal coil is assumed to be damaged. The rv lead remains implanted and in service however the shocking configuration is programmed distal coil-to-can which omits the proximal electrode in therapy delivery.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow-up, it was observed that this right ventricular (rv) lead exhibited high out of range pacing impedance. A single episode of noise was stored as non-sustained ventricular tachycardia. Provocative tests were negative and no noise could be reproduced. Sensing and threshold measurements were good, and another follow-up has been scheduled for the future. The patient was fine, and is not pacemaker-dependent. No adverse patient effects were reported.

Manufacturer narrative:
A save to disk was sent to boston scientific for review. The disk showed fluctuations in the impedance measurements between 150-200 ohms, with a general increase over time to high out of range measurements since (B)(6) 2011. Shock impedance measurements have fluctuated on a daily basis, but have been within range. The impedance fluctuations for both the pacing and shock channels occurred at the same time. A pattern of noise was seen, but did not result in inappropriate therapy, and there was no inhibition of pacing. It was also noted that signals from this lead were picked up by the right atrial (ra) lead (model/serial 4480/(B)(4)). Fluctuations in impedance measurements were also noted on the ra lead, but they did not occur concurrently with fluctuations in impedance measurements on the rv lead. A follow-up was performed and only one episode similar to the previous had been registered. All electrical measurements were stable and the patient was fine. The physician decided to perform the next follow-up in six months. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.